Manufacturer narrative:
Manufacturing site evaluation: the implants are not available for the investigation. Batch history review: a review of the device quality and manufacturing history records is not possible because the batch number is unknown. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. Rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective: no CAPA necessary.

Manufacturer narrative:
Implant and explant date not provided. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with an activl implant received via the enhanced safety surveillance survey for the reporting period ((B)(6) 2018 to (B)(6) 2019). After activl products were implanted, the patient experienced an unspecified malfunction; the surgeon did not complete the accompanying adverse event form. One index level re-operation at l5/s1 was noted. No other information was available. (B)(4).